Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited a pacing impedance measurement greater than 2000 ohms during daily measurements. When the device was interrogated in the clinic impedance measurements had dropped back to 518-578 ohms and the local area field representative was unable to reporduce the out-of-range (oor) measurement. The physician elected to program off atrial therapy as the patient has chronic atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.